Event description:
The stent had a knot in it.

Manufacturer narrative:
A proper evaluation cannot be performed due to the product not being returned. O.r. Notes state the physician knew the stent was knotted when viewed under fluoroscopy after the first procedure. The physician tried to untie the knot using two (2) different guidewires without success. The physician decided to let the ureter dilate and hopefully that might loosen with motion and activity. The patient then left the o.r. For recovery. The patient under went kub weeks later that showed the stent still had not untied itself. The physician tried to untie the knot using a 0.035 guidewire without success; they used several scopes trying to untie the knot. The physician stated he could not untie the knot due to the mobility of the knot and inadequacy of the instruments to do what was needed. A 20-watt ktp laser energy was then used to carefully cut the knot and the stent material, the knot was detached from the rest of the stent. The stent was removed and then the physician worked on getting the knot untied, which was successful. Biopsy forceps were then used to retrieve the piece of stent through the access sheath. The stent fragments were then pieced together and it appeared that all sections of the stent were present. A second stent was placed and the patient was noted to be in stable condition and sent to recovery. Should additional information become available, it will be forwarded to FDA. A rarely reported complication of ureteral stents is knotting of the coiled portion either in the bladder or in the kidney per journal of urology vol. 159, 2065-2066, june 1998.